Event description:
It was reported that the customer was having issues with the sensors. The caller stated that his son was hospitalized with low blood glucose of 41mg/dl. The customer stated that his blood glucose meter was misreading, light exercise and possibly he over corrected. Troubleshooting was declined as customer has called multiple times with ongoing issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.